Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, a sample foam detection alarm was observed. The field service engineer determined there was salt buildup around the reference electrode. The salt buildup was cleaned. The reagent flow paths were cleaned. The reagent bottles were replaced and primed. An ise check was performed and was successful. Calibration, controls, and precision studies were successful. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. The sample was repeated due to a critical sodium value. The repeat values were deemed correct as they were consistent with the patient's previous history. The sample initially resulted in a na value of 161 mmol/l and it was automatically repeated by the analyzer, resulting in a value of 140 mmol/l. The sample initially resulted in a k value of 4.21 mmol/l and repeated on a second analyzer as 3.49 mmol/l. The sample initially resulted in a cl value of 111 mmol/l and repeated on a second analyzer as 95 mmol/l.